Manufacturer narrative:
The astral device was returned to resmed for an investigation. The reported failure could not be reproduced during evaluation. Review of the device data logs confirmed the occurrence of the reported problems. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf179 and sf218) related to a main pcba issue. There was no patient harm or serious injury reported as a result of this incident.